Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer froze during completion of a threshold test. The caller did a power cycle of the programmer which resolved the issue. The programmer remains in use. No patient complications have been reported as a result of this event.